Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient thought that "his ins was bad in his back" because the charge went down really fast, now he was charging every day. The patient said he was charging during the call. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.